Event description:
Attorney reported: on (B) (6) 2006, pt underwent a ventral hernia repair. His medical records indicate that a bard composix e/x mesh with reference number (B) (4) and lot number 43kod241 was implanted in this procedure. On (B) (6) 2007, pt had this mesh removed after it kinked and folded over on itself. The injuries he suffered are recounted in his medical records. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.